Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently reported expected premature battery depletion based on the battery life calculation (blc) tool; however, due to the limited data the blc conclusion should not have been utilized, and the battery depletion should have been based on the longevity table estimates for the given settings. F10 adverse event problem medical device code, corrected data: initial report should have used code ¿a25¿ h6. Adverse event problem codes, corrected data: initial report should have used codes "c19" and "d14".

Event description:
Upon further review it was determined that based on the programmed settings, the battery depletion was as expected. It is known that battery life calculations (blcs) are unreliable when there is only one line of data (i.e. One date of vns settings available), and therefore the blc should not be used to conclude whether the battery depletion was expected or premature. Based on a review of the longevity tables based on different vns settings, the battery depletion in this case was found to be normal. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns battery is depleted, and the patient has had an increase in seizures. It was noted that the battery depletion is thought to be premature, as the generator has only been implanted for 2.5 years, and per the physician the settings are not that high. Battery life calculation was completed based on only one line of data available, and did not indicate that an end of service (eos) condition is expected. No additional relevant information has been received to date.